Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed should the device be returned so the evaluation can be completed. Not returned to manufacturer.

Event description:
It was reported that a rod bender broke during surgical use. There were no reported affects to the patient or surgery.